Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their blood glucose level was around 400 mg/dl when they woke up. The patient proceeded to go to work without eating. Their blood glucose level rose to above 500 mg/dl, and remained there for over three (3) hours. The patient stated that they treated the high blood glucose levels by changing the pod and giving a bolus through the pod. The patient stated that medical attention was sought due to high blood glucose levels and ensuring that they were not in diabetic ketoacidosis. The patient was tested for ketones and monitored. They stated the patient must have lowered the bg themselves by changing the pod.